Manufacturer narrative:
In this MDR, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. As nipro, thailand is an OEM manufacturing site. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd microtainer® contact-activated lancet cap was found detached before use. The following information was provided by the initial reporter: according to the customer's report, the cap was found to be detached before usage.

Manufacturer narrative:
H.6. Investigation summary: "bd received 99 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for loose cap with the incident lot was observed in 1 of the samples. The sample with the loose cap was disassembled to assess interior components and a deformed lever was found, leading to the loose cap. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of loose cap was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode loose cap. Bd was not able to identify a root cause for the indicated failure mode." The following fields were updated due to additional information: d9: device available for evaluation:  yes; d9: returned to manufacturer on: 2023-06-14. H3 other text : see h.10.

Event description:
It was reported that bd microtainer® contact-activated lancet cap was found detached before use. The following information was provided by the initial reporter: according to the customer's report, the cap was found to be detached before usage.